Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. There was no adverse impact to the customer's blood glucose level due to the reported event. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.